Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1jbvz, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1jbvz, ubd: 19-jul-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient's therapy was not working/helping symptoms. They reported the patient had several falls and the falls did something to the connection. The patient had a surgery in (B)(6) 2018, it appeared as though the patient's lead had been replaced per device registration. The caller reported they refocused the stimulation set up, but the therapy was still not helping symptoms. The patient had done 7 adjustments since 'reorientation' and they were not getting anywhere with the settings that the patient had been advised to use. The patient had tried all 4 programs. Caller said they were told there were 8 programs and they wanted clarification regarding this. Caller did not know the date(s) of the fall. The caller mentioned the patient was scheduled to see their healthcare provider the day of the report for reprogramming. No further complications were reported or anticipated.